Manufacturer narrative:
Review of the device history record (DHR) and supporting quality records confirmed no anomalies that may have caused or contributed to the malfunction.

Event description:
This is a non-us event. This occurred in (B)(6). The consumer reported the string pulled out and the tampon remained inside. This occurred with three tampons. She was unable to remove the tampons and had to seek assistance with removing the tampons. Her boyfriend was able to remove the tampons. No further information has been received.